Event description:
The customer observed falsely elevated alinity c total bilirubin results generated on the alinity c processing module for five newborn patients. There was no visible hemolysis for the serum samples. The customer stated the results from other platforms were lower. It the following data was provided: patient 1: alinity c total bilirubin (serum) result = 15.1 mg/dl ega (blood gas) capillary result = 12.2 mg/dl bilistick result = 12.0 mg/dl patient 2: alinity c total bilirubin (serum) result = 17.4 mg/dl ega (blood gas) capillary result = 13.8 mg/dl bilistick result = n/a patient 3: alinity c total bilirubin (serum) result = 15.6 mg/dl ega (blood gas) capillary result = 10.0 mg/dl bilistick result = 12.7 mg/dl patient 4: alinity c total bilirubin (serum) result = 18.1 mg/dl ega (blood gas) capillary result = 13.2 mg/dl bilistick result = 14.5 mg/dl patient 5: alinity c total bilirubin (serum) result = 16.7 mg/dl ega (blood gas) capillary result = 12.6 mg/dl bilistick result = 12.9 mg/dl customer¿s cut off for hospitalization = 14.0 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). The complaint investigation for discrepant alinity c total bilirubin result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 64652uq07 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c total bilirubin assay for lot 64652uq07 was identified.

Event description:
The customer observed falsely elevated alinity c total bilirubin results generated on the alinity c processing module for five newborn patients. There was no visible hemolysis for the serum samples. The customer stated the results from other platforms were lower. It the following data was provided: patient 1: alinity c total bilirubin (serum) result = 15.1 mg/dl. Ega (blood gas) capillary result = 12.2 mg/dl. Bilistick result = 12.0 mg/dl. Patient 2: alinity c total bilirubin (serum) result = 17.4 mg/dl. Ega (blood gas) capillary result = 13.8 mg/dl. Bilistick result = n/a. Patient 3: alinity c total bilirubin (serum) result = 15.6 mg/dl. Ega (blood gas) capillary result = 10.0 mg/dl. Bilistick result = 12.7 mg/dl. Patient 4: alinity c total bilirubin (serum) result = 18.1 mg/dl. Ega (blood gas) capillary result = 13.2 mg/dl. Bilistick result = 14.5 mg/dl. Patient 5: alinity c total bilirubin (serum) result = 16.7 mg/dl. Ega (blood gas) capillary result = 12.6 mg/dl. Bilistick result = 12.9 mg/dl. Customer¿s cut off for hospitalization = 14.0 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.